Event description:
A consumer reported a quantity of 12 minicaps in which the sponge in the minicap was brown, but dry. The package was not opened or damaged prior to use. The sample was discarded and lot number was unknown. The consumer is using a new box of minicaps with no reported problems. No further information was provided. This is report 7 of 12.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause for the report of inadequate iodine was undetermined.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted if additional information becomes available.